Manufacturer narrative:
The reported difficulty inserting the driveline was reported under MFR number : 2916596-2019-00746. Approximate age of device- 1 year, 5 months. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the downloaded log file and reproduced during laboratory testing; however, the modular cable functioned as intended during laboratory testing. The log file downloaded from the returned system controller (evaluated under (B)(4)) contained approximately 14.5 hours of relevant data (19:30 on 31jan2019 ¿ 10:03 on 01feb2019 per the timestamp). The driveline power fault alarm was active from the first event of the log file until the driveline was disconnected (19:30 on 31jan2019 to 10:02 on 01feb2019). When the driveline was disconnected, the driveline power fault alarm cleared, and a controller fault alarm activated and remained active until the controller was powered off to be exchanged at 10:03 on 01feb2019. The driveline power fault and controller fault alarms were active due to fuse b in the controller being open. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the patient low speed throughout the log file. Visual inspection of the returned modular cable revealed a burn mark on one of the pins on controller connector. The integrity of the internal wires of the returned modular cable was tested and the modular cable passed without issue. The modular cable was connected to a test pump and system controller without issue. The modular cable operated in a mock circulatory loop without any issues or atypical alarms produced. During evaluation of the returned controller, the reported driveline power faults and controller faults were resolved by replacing fuse b on the system controller. After replacing fuse b, the returned modular cable was connected to the returned system controller without issue. The returned modular cable was then tested with the returned controller in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information provided stated that the patient tripped and damaged the driveline. The returned modular cable was visually inspected and no damage was observed, aside from the burn mark on one of the pins on the controller connector. The data in the log file, functional testing, and burnt pin on the controller connector of the returned modular cable indicate that the driveline was inserted into the controller incorrectly by 180 degrees. The root cause of the reported driveline power fault alarms was determined to be an incorrect insertion of the driveline into the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The vad coordinator reports the patient accidently pushed the red release button on the back of the system controller and her driveline became disconnected. The patient reported difficulty re-inserting the driveline, but was able to make the connection. After the driveline was reconnected to the system controller a "driveline power fault" alarm became active. The patient presented to her implanting center where her modular cable and system controller were replaced. This action resolved the dl power fault alarm condition. No other alarms, malfunctions, or events were reported.